Manufacturer narrative:
A steris service technician arrived onsite to inspect the harmonyair monitor carrier and found the unit to be operating according to specification. No repairs were required, and the unit was returned to service. A steris account manager was informed of the reported event and stated that the procedure room is compact with low ceilings. It is likely that due to the lack of space, employees may have inadvertently bumped the spring arm into other pieces of equipment or other objects in the room resulting in the end cover detachment. The harmonyair monitor carrier operator manual states (1), "warning - personal injury and/or equipment damage hazard: use of this equipment adjacent to other equipment should be avoided due to risk of improper operation of the powered device. Observe equipment used adjacent to this equipment for proper operation prior to use." The account manager counseled user facility personnel on the proper use and operation of the harmonyair monitor carrier specifically on the importance of not bumping the unit into other pieces of equipment in the room. A three-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the end cover to their harmonyair monitor carrier detached from the spring arm, making contact with the side of an employee's face, resulting in an injury (laceration). Medical treatment was sought and administered. No report of procedure delay.